Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and consumer via a manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and cervical/neck. It was reported that a the patient experienced a loss of efficacy and thought they heard the pump alarm. The pump was interrogated and there was a motor stall and recovery confirmed in the logs. Then, on (B)(6) 2019, the patient saw code 8476 on their personal therapy manager (ptm). The patient denied they had an MRI recently. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The cause of the motor stall was unclear. The patient would need a new pump and it was currently still in place. No further issues were reported or anticipated.